Event description:
It was reported that the patient's device had an end of service (eos) message and it was reported as early battery "discharger." The device was replaced. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial#(B)(4)) found battery had reached normal end of life (eol) with no telemetry and no output. Analysis of the extension (serial#(B)(4)) found no anomaly. Analysis of the wrench found no anomaly.

Manufacturer narrative:
Product ID neu_wrench_acc, product type accessory; product ID 748251, serial# (B)(4), product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.